Event description:
It was reported by service report that the fowler jerks going up and down and sometimes gets stuck in any position. The CPR release was not working consistently. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Result: fowler ball screw assembly.